Event description:
Customer returned the device for evaluation and repair of a screen noise issue. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the color tone of the image was abnormal. Image was only magenta and green. This medwatch is being submitted for the reportable issue of abnormal image color tone observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that it was observed that the color tone of the image was abnormal. Image was only magenta and green. This is attributed to the damage to the video connector board and damaged charge couple device (ccd) unit. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.